Event description:
Soundhead adaptor broken, soundhead is missing pins and must be returned to factory for repair. Picked up to return to mfg. There do appear to be exposed wires from the picture that was provided off the blue wire. The connector is missing on one side and the pins are bent and two are completely missing.